Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specification prior to distribution. Evaluation of the returned device found a slight film covering the sensor area that is not part of the manufacturing process. There was suture attached to the catheter. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The supplier was unable to confirm the reported issue based on their evaluation. A review of complaint records over the past 12 months found no other complaints against this product and lot number. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
It is alleged that at 10am a microsensor 626631 was implanted and the opening pressure was icp 48mmhg. Manatal was given and the icp settled. At 12 noon the icp was between 15-20 mmhg. The icp rose again and at 15.20pm the icp was at 27mmhg where then a bolus of thiopentane was administered. At 16.20pm the icp was at 41mmhg. At 16.40pm the icp was at 71, manatal was administered. At 19.30 the surgical team queried the accuracy of the icp. The icp was taken removed and a new icp was inserted 826631 and began with an opening pressure of 2mmhg. It was remained constant since then between 5-20mmhg. A 1 x 626631 will be returned for evaluation straight away. On 3/21/2016 per rep, event did not occur intra operatively and caused no delays; unclear if any adverse consequences occurred.